Manufacturer narrative:
Insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No battery power loss alarm, off no power alarm and bad battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they had received replace battery now alarm. The customer¿s blood glucose level was 308 mg/dl at time of incident. The customer reported that the pump kept reading bad battery and shutting off even with new battery and new battery cap. It was reported that the insulin pump was shutting off without any alert. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of pump and revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.